Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Initial reporter address was unknown. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handle on the kincise impactor device separated. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device rear housing had separated from the mid-plate, the trigger was loose and a piece of housing was broken off. Therefore, the reported condition was confirmed. The IFU states the following regarding the reported issue that was observed by the user or customer: for safety reasons, the me1000 surgical impactor cannot be serviced or repaired. End of service life is typically determined by normal over time due to use. The assignable root cause was determined to be due to wear from normal use and servicing.